Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported a high speed link error. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was based on a network error which was caused by a defective network port of the ivs pc (pc of the image visualization system). Since the spare parts consumption was above threshold in the past, a measure was already introduced. A new type of ivs pv (bb2) replaced the previous ivs pc (bb1) if an ivs pc is exchanged in the field. The entire ivs pc has been exchanged on site by the local service organization. The error described in the complaint did not recur since. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.